Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was nonfunctional. The impactor did not show damaged wires nor any leaks in leak testing. The rear can was removed and revealed physical damage to the pcba. It was observed that the b+ wire that connects the mid plate to the pcba was disconnected at the pcba and was the source of the damage. It was determined that an improper solder caused an arc when the wire touched another grounded component, possibly the drive body. This issue has been escalated to a non-conformance review. The cause for the found defect is a confirmed manufacturing error; the b+ wire detached form the pcba. There were no reworks in the DHR that would indicate any issues were observed where the pcba assembly would have been stressed in manufacturing. The reported condition was condition was confirmed. The assignable root cause was determined to be due to manufacturing.

Event description:
It was reported that the impactor device would not work after testing with multiple fully charged batteries. Tested on two separate occasions with at least 24 hours in between and it was still inoperable. The batteries were also tested on another impactor and worked perfectly. During an in-house engineering evaluation, it was determined that the device had physical damaged to the pcba and the b+ wire that connects the mid-plate to the pcba was disconnected at the pcba and was the source of the damage. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.